Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips scissored when fired. No patient consequences. Case completed with another device of the same product code.